Event description:
It was reported that the patient presented to the clinic with pre-syncope. Interrogation showed episodes of high ventricular rate/no ise on the right ventricular (rv) lead, and there was a seven second pause on one episode. The sensitivity was adjusted and the lead remains in use with continued monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).